Event description:
It was reported that the patient presented at the physician office to try to cycle the inflatable penile prosthesis (ipp) but it was unsuccessful because the pump was inactive and not working. A revision surgery was performed un which the pump was removed and replaced. The patient is expected to fully recover.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 artificial urinary sphincter (aus) control pump underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the component. Based on the information available and analysis results, the pump was functionally and performed within specification. The product analysis was unable to confirm the reported device allegations of mechanical issue and failure to activate.

Event description:
It was reported that the patient presented at the physician office to try to cycle the artificial urinary sphincter (aus) but it was unsuccessful because the pump was inactive and not working. A revision surgery was performed un which the pump was removed and replaced. The patient is expected to fully recover.